Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported during a fixed asset inspection performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) did not respond when start was pressed to start pumping. All manifold tests failed. It was started several times, but there was no change. Also, pressing other places on the unit did not respond. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported during a fixed asset inspection performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) did not respond when start was pressed to start pumping. It was started several times, but there was no change. Also, pressing other places on the unit did not respond. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a fixed asset inspection performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) did not respond when start was pressed to start pumping. It was started several times, but there was no change. Also, pressing other places on the unit did not respond. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: b5 the fse that encountered the issue replaced the touchscreen assembly (0160-00-0123). The unit responded normally to touch, and pumping was possible. An inspection was performed based on the service manual. Operational check results were good.